Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery (ra) using ruby coils, a non-penumbra microcatheter, and a guidewire. During the procedure, after advancing a few centimeters of the ruby coil into the target vessel using the microcatheter, the physician experienced resistance and immediately stopped advancing the ruby coil forward. While attempting to withdraw the ruby coil, the physician noticed that the ruby coil had unintentionally detached and was not retractable through the microcatheter. Therefore, the physician used the guidewire to push the detached ruby coil into the target vessel. The procedure was completed using another ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.